Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the patient¿s implantable cardiac monitor (icm) exhibited an unspecified sensing issue. No intervention was performed. The patient was in stable condition.